Manufacturer narrative:
Information indicates this lead is currently in the possession of the explanting hospital and will not be returned. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead was explanted and replaced due to high pace impedance. The boston scientific representative did not remember the exact measurement value. There were no additional adverse patient effects.